Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced mild "worsening of unspecified prolapse of vaginal walls" and the patient felt "a bulge in the vagina." The patient underwent "repair, anterior, poster uterosacral vaginal vault suspension" on (B)(6) 2015. The event is considered to be ongoing. There were no further patient complications reported as a result of this event.